Event description:
The patient was noted to have a sprint fidelis lead fracture as well as superior vena cava stenosis. The patient presents to the electrophysiology laboratory today for right ventricular sprint fidelis lead extraction with new right ventricular lead implantation. There was no injury to the patient.====================== manufacturer response for lead wire, lead wire======================recall.